Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a calcified lesion in the left anterior descending to left main artery. The lesion was pre-dilatated with a 2.50x12mm rx traveler balloon catheter. A 2.75x15mm xience alpine stent was implanted and post dilated with a 3.0x12mm nc traveler balloon; however after post dilatation a distal edge dissection was observed. Another xience alpine stent was used to treat the dissection. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.